Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: please note, this DHR review is for sterilization procedure only: part no.: 04.210.120s; lot no.: l284777; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: 30.jan.2017; expiry date: 01.jan.2027. Non-sterile 04.210.120 / h268564 was manufactured in us, monument part no.: 04.210.120; lot no.: h268564; manufacturing location: monument; release to warehouse date: 10-jan-2017. Please note, this DHR review is for sterilization procedure only: part no.: 04.210.120s; lot no.: l606776; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: 11.oct.2017; expiry date: 01.oct.2027. Non-sterile 04.210.120 / h453211 was manufactured in us, monument part no.: 04.210.120; lot no.: h453211; manufacturing location: monument; release to warehouse date: 15-sept-2017. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Complaint summary: it was reported that during follow-ups, it was found that two locking screws, which were inserted two medial holes at the most distal, had been broken at the neck. The explant surgery was performed and the surgeon noted that the locking mechanism of a plate did not function as the broken screws could not secure the plate, which led to displacement of the fractured area; and there was a gap between the distal side of the plate and the bone, which might have put much stress to the screws. Flow: broken visual inspection: the screw (part 04.210.120s, lot l284777 or l606776, mfg 30.jan.2017 or 11.oct.2017) was received at us cq broken at the head. This is consistent with the reported complaint condition, thus confirming the complaint. The devices were forwarded to the manufacturing site, monument for further investigation, more details can be found in the attached file and action. Dimensional inspection: dimensional analysis could not be performed at the manufacturing site as relevant features are significantly deformed through post manufacturing damage; including the thread major diameter, thread minor diameter, thread profile, head profile and head thread profile. Document/specification review: the design drawings for 2.4 mm variable angle locking screw self-tapping, stardrive recess were reviewed. DHR review showed no nonconformance records (ncrs) were generated during production. During cq investigation the material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR(s). Conclusion: the complaint condition is confirmed as the screw was received broken at the head. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces due to incorrect contouring of plate, post-operative trauma or screws incorrectly locked to plate (not properly torqued). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Lot # is unknown and could be either l284777 or l606776, hence the DHR reviews for both these lot numbers are being reported with this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. Event date: unknown date in 2018. Implant date: unknown date in (B)(6) 2018. Explant date: unknown date in (B)(6) 2018. Initial reporter is a synthes affiliate. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that in (B)(6) 2018, osteosynthesis with variable angle- locking compression plate (va-lcp) system was applied. During medical follow-ups, it was found on an unknown date that two locking screws, which were inserted two medial holes at the most distal, had been broken at the neck. On an unknown date in (B)(6) 2018, explant surgery was performed. The surgeon noted, the locking mechanism of a plate did not function as the broken screws could not secure the plate, which led to displacement of the fractured area. It was also noted, there was a gap between the distal side of the plate and the bone, which might have put much stress to the screws. This is report 1 of 3 for (B)(4).